Manufacturer narrative:
Concomitant medical products: product ID: fr99525, product type: valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hematoma. The pocket was revised and an absorbable antibacterial envelope was placed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.